Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing that caused a disruption in bi-ventricular (bi-v) pacing. While the ra lead was being evaluated, the x-ray showed that the left ventricular (lv) lead had dislodged and pulled back into the main coronary sinus body. The lv lead also exhibited high thresholds. No action was taken at the time and the ra and lv leads remains in use. No patient complications have been reported as a result of this event.